Event description:
A facility reported that one of their meters was having a touch pad issue. Pressing one key on the touch pad, displays the number/letter key above that one on the keypad. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given to any pt due to this issue. No further info has been reported.